Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance alert was triggered on the right atrial (ra) lead and high impedance was noted. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.